Event description:
Additional information received indicating that the rv lead fracture was the cause of the high oor pacing lead impedance. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance measurement. Furthermore, this lead switched to unipolar and had high threshold measurement. This lead was sugically abandoned and capped. No additional adverse patient effects were reported.